Event description:
The foley catheter fell out and the balloon was found to be ruptured.

Manufacturer narrative:
The incident was reported to us via a medwatch report. The report indicated that the foley catheter fell out and the balloon and was found to be ruptured. We contacted the facility in an attempt to gather details pertaining to the incident. We spoke with the risk management coordinator who indicated she had very little info due to the fact the incident was reported to her several days after it had occurred. She stated there was no injury or need for medical intervention as a result of the incident. The item number, catheter size and lot number is not available. It is not known how long the catheter had been in place prior to the incident. We do not know the volume of the balloon or how much fluid was used to inflate it. We have no sample to evaluate. A root cause has not been determined.